Event description:
The reporter stated the surgeon implanted and removed a cc4204bf collamer single piece lens. Add'l info has been requested from the facility, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent. This is one of two lenses used for this pt - see MFR report #2023826-2008-00830.

Manufacturer narrative:
Device evaluated by manufacturer. No lens returned in unit carton.